Manufacturer narrative:
H.6. Investigation: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6) . Field service engineer (fse) visited the site and determined that vial storage rack in drawer a, rows j & k needs not to be replaced, sticky bits were cleared. The complaint is not confirmed as a failure of bd product and the root cause is related to "unknown". DHR review is not required due to the age of the instrument. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that false positives in drawer b throughout. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that false positives in drawer b throughout. "